Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought the gum product soft mint sticks and they were of very poor quality. They easily bend and easily break.